Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated repeated occlusion alerts that persisted until the user changed the infusion set and other supplies; the user reported the device was worn on a belt clip, observed no visible kinks in tubing, and blood glucose rose to 239 mg/dl for a few hours, with no backup therapy, ketone testing, medical intervention, or other acute effects. Symptoms included hyperglycemia. Outcomes included temporary elevated glucose without need for assistance or healthcare utilization. Investigation included customer education and troubleshooting focused on occlusion causes and corrective actions, including changing the infusion set and leaving the device stationary after the change to monitor for recurrence. Investigation of this case revealed an occlusion condition resolved by supply replacement, consistent with an infusion set or flow-path obstruction; the infusion set in use was contact detach, and there was no evidence of device malfunction beyond the occlusion alerting. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or delivery pathway obstruction consistent with use-related or supply-related factors.